Event description:
There was an allegation of questionable sodium electrode results for 1 patient sample on a cobas ise neo 1800.the initial result was 147 mmol/l.the sample was repeated on another module (module 2), and the result was 135 mmol/l.the sample was repeated on another module (module 3), and the result was 137 mmol/l.the sample was repeated because the initial result didn't match the patient's clinical history.

Manufacturer narrative:
E1 initial reporter establishment name: university hospital wurzburg, public corporation, central laboratory zim a4.-2.965the analyzer's serial number is (B)(6).the investigation is ongoing.